Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# l60113, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: lead. Product ID: 7434, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The patient and manufacturer representative (rep) reported that the explant was done on (B)(6) 2015. The physician tried to remove all components however part of the lead broken when they tried to remove it and therefore the physician indicated that some was left in the patient. Other relevant medical history includes rsd/causalgia-complex regional pain syn. If additional information is received, a follow-up report will be sent.